Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) levels were low at 69 mg/dl. Customer treated low bgs by consuming food. No issues were found during troubleshooting with tandem technical support. Customer¿s contact will discuss low bgs with customer¿s healthcare provider.